Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported high hv lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the high hv lead impedance could not be determined.

Event description:
It was reported that during follow-up high voltage lead impedance was high and out of range. The he system was explanted. The patient condition after the event was good.